Manufacturer narrative:
Correction to field g2: MFR site address 2. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a holmium laser lithotripsy procedure, there was no laser output, and the console displayed error code 505 (voltage on hvps capacitor bank is outside specification). It was found that the high-voltage power supply of the console had failed and could not be repaired immediately, therefore, the procedure could not be completed. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that during a holmium laser lithotripsy procedure, there was no laser output, and the console displayed error code 505 (voltage on hvps capacitor bank is outside specification). It was found that the high-voltage power supply of the console had failed and could not be repaired immediately, therefore, the procedure could not be completed. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that during a holmium laser lithotripsy procedure, there was no laser output, and the console displayed error code 505 (voltage on hvps capacitor bank is outside specification). It was found that the high-voltage power supply of the console had failed and could not be repaired immediately, therefore, the procedure could not be completed. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
According to the additional information received the bsc aware date was on 01april2025 the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.